Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for follow-up, atrial lead noise causing inappropriate mode switches and inappropriate tracking was observed. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were for noise, inappropriate mode switches, and inappropriate tracking. The report event of noise was confirmed. External insulation abrasion that breached the insulation consistent with friction to the device can was found at 8.8 cm to 9.0 cm from the connector pin. The cause of the report event of noise was isolated to the external insulation abrasion that breached the insulation consistent with friction to the device can. Other damages found were consistent with procedural damage.